Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Section e1 - phone complete entry = (B)(6). This report is being filed on an international product, list number 02k91-78, that has a similar product distributed in the us, list number 02k91-33.

Event description:
The customer observed a falsely elevated architect ca 19-9xr result for one patient with unknown history. The following data was provided: sample ID (B)(6). Initial result was 133, repeat was 52 u/ml. The sample was re-centrifuged, and the result was 50-60 u/ml. A different tube was re-centrifuged, and the result was 60-70 u/ml. The result of 62.2 u/ml was reported out to the physician. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated architect ca 19-9xr result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in-house testing of a retained kit of the complaint lot number. Trending review determined no related trend for the issue for the product. Return testing was not completed, as returns were not available. Accuracy testing was performed using an in-house retained kit of lot 52559fp00, stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect ca 19-9xr reagent, lot number 52559fp00 was identified.

Event description:
The customer observed a falsely elevated architect ca 19-9xr result for one patient with unknown history. The following data was provided: sample ID (B)(6) initial result was 133, repeat was 52 u/ml. The sample was re-centrifuged, and the result was 50-60 u/ml. A different tube was re-centrifuged, and the result was 60-70 u/ml. The result of 62.2 u/ml was reported out to the physician. There was no impact to patient management reported.